Manufacturer narrative:
Investigation ¿ evaluation: the investigation performed for this complaint report included a review of complaint history, the device history record, drawings, manufacturing instructions, quality control data and specifications. No issues were identified that are related to the reported complaint. A visual inspection and functional testing of the returned device was also conducted during the investigation. One device was returned for evaluation. The device was returned with the handle in the closed position. The basket formation was in the open position, but appears slightly flattened. A functional test determined the handle opened and closed the basket formation. A visual examination noted that one of the wires in the basket formation has pulled out of the cannula. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformances associated with the complaint device lot number that would cause or contribute to the reported failure mode. A review of complaint history found this to be the only complaint associated with product lot number 7906334. With the available information, the root cause of the event could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor in (B)(6) reported the ngage nitinol stone extractor basket could not retract when the handle switch was moved. This observation was made prior to patient contact. No adverse effects or consequences were reported due to this occurrence.